Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the unspecified bd intima ii¿ closed IV catheter system there was an issue with leakage at the heparin cap. The following information was provided by the initial reporter, translated from (B)(6) to english: patients on (B)(6) 2019, with a prescribed to 0.9% ns250ml + betahistine 6 ml to infusion, given intima-ii pathway, found that heparin cap in the case of not loose, to the liquid leakage, immediately shut down infusion and pull out the needle, and change the intima-ii puncture for patients, no other adverse impact on patients.

Manufacturer narrative:
Investigation summary: a valid lot number could not be connected to the device identified in the complaint, so bd investigators could not conduct a device history review for this event. Additionally, a sample has not been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode.

Event description:
It was reported that during use of the unspecified bd intima ii¿ closed IV catheter system there was an issue with leakage at the heparin cap. The following information was provided by the initial reporter, translated from (B)(6) to english: patients on october 7, 2019, with a prescribed to 0.9% ns250ml + betahistine 6 ml to infusion, given intima-ii pathway, found that heparin cap in the case of not loose, to the liquid leakage, immediately shut down infusion and pull out the needle, and change the intima-ii puncture for patients, no other adverse impact on patients.